Event description:
The customer reported that they witnessed sparking from their pump in style transformer.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, the customer stated that they witnessed sparking from the power cord where it attaches to the transformer housing. The customer indicated that there were no injuries sustained as a result of the issue. The customer also indicated that she would return the product. However, as of the date of this report the product has not been received. Should the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are ongoing.